Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an over infusion occurred. Set infusion pump at 110 ml/hr at approximately 4:30 am. At approximately 7:30 am it was noticed that the 1000 ml bag was almost empty. Pump module rate was tested on the carefusion computer - rate was correct. No patient harm after counter drug was given.

Manufacturer narrative:
Patient code. The complaint of over infusion was not confirmed. ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ review of the pcu event log showed the pcu was powered on (B)(6) 2020 at 4:36 am and the same patient and same profile (critical care) were selected. The suspect device was selected and a previous infusion of ivf (drugid= 1) was restored. The user changed the vtbi to 950 ml (rate=110 ml/hr). At 7:37 am, the suspect device was channeled off. ¿ total volume infused= 332 ml ¿ there were no obvious programming errors observed. ¿ the event administration set was not returned for investigation. ¿ testing showed the device was delivering IV fluids within specification. Inspection: the incident administration set was not returned and could not be inspected. Lvp sn (B)(4). The device was received in fair condition. The instrument seal was intact. Dried fluid and corrosion were observed on the female iui. Dried fluid was observed on the male iui. Dried fluid ingress was observed on the rear case under the female iui, under the male iui, and on the back of female iui pins #14 and 15. Crush marks were observed on the plastic isolation ribs of the male iui. Crush marks were observed at the upper fitment of the tube guide which is indicative of a set misload. The door latch/ sear, platen and membrane frame were observed in good condition. No anomalies were observed in inspection of the pumping mechanism. Bezel manufacture date: february 2019 the root cause of the customer¿s complaint of an over infusion could not be identified. Device history review: review of the source device (sn (B)(4). Service history record showed the device had a manufacture date of (B)(6) 2013. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an over infusion occurred. The pump was programmed to infuse an unspecified medication at 110ml/hr at approximately 4:30am. At approximately 7:30am, it was noticed that the 1,000ml bag was almost empty. The physician ordered an intravenous push of an unspecified medication to "counteract". It was then reported that the pump module rate tested and was found to be correct. No further information was provided.